Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during routine generator replacement of the implantable cardioverter defibrillator (ICD), the new ICD was found to have vibrated and got hot. Additionally, the telemetry connection was lost with the device. After it was sutured, it was found that the ICD was in backup mode. The device was explanted and replaced, and the patient was recovering post procedure.

Manufacturer narrative:
Updated sections - d10, h3, h6, h10 the reported event of backup operation was confirmed. The backup status report was reviewed and showed that the backup operation was the result of a power-on reset (por). Bench testing was performed, which included analysis of the hybrid sub-assembly, and the device showed normal function. The cause of the power-on reset was undetermined.